Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the tct10 instrument was used. 1/3rds of the staple line was malformed. The surgeon put some overstitiches to close the tissue.